Event description:
It was reported that during thyroidectomy nim system is experiencing excessive noise. Upon performing an electrode check, channel two was flipping between passing and failing. There was no patient impact. Surgery was not aborted. Troubleshooting performed was ts had rep. To reseat the electrodes in the pi box, then all the electrodes began showing "lead off". Ts recommends replacing the grounding electrode as it appeared to be bent. Ts recommended trying to increase threshold. The rep did and the system became less noisy. Noisy being that it sounded as if there was a lot of interference. This was after using the machine for 4-5 hours ts wanted to recommend trying the nerve trend feature since they were worried that increasing threshold would cover up the noise that the actual nerve is making.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.